Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis; however, the log files from the tactisys quartz system were returned. The log file analysis concluded that the tacticath catheter performed as intended. The optical fibers met specifications, the recorded temperatures indicated cooling during rf ablation, and contact force measurements were displayed throughout the duration of the log files. High force measurements were recorded during ablation which is not recommended by the tactiflex catheter instructions for use (IFU); however, due to unknown procedural conditions we are unable to conclusively determine the cause of the reported event. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported effusion remains unknown.

Event description:
The patient reported pre-procedural chest pain that has been exacerbated post procedure. No evidence of pericardial effusion at 7-day post ablation. The subject continues to suffer from pain. Chest x-ray and echo performed 2-week post ablation showed moderate to severe pericardial effusion. The subject was hospitalized for 3 days, and discharged home after significant improvement. Since then, regular echo and review were performed to monitor the recovery. On (B)(6) 2020 the subject report further episode of chest pain. An urgent echo and review were requested which did not show any significant clinical findings. No perforation was noted. Endone and prednisone were administered to treat the effusion. The patient is home and event is ongoing. There were no performance issues with any abbott devices.